Manufacturer narrative:
Premature battery depletion and device communication failure were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported the asymptomatic patient was seen in-clinic for a routine follow-up where the patient¿s implantable cardioverter defibrillator could not be interrogated. The attempt was made again two days later with the same results. The last reported longevity measurement was 4.4 years when taken in (B)(6) of 2017. There were no reported shocks since that time. Premature battery depletion was suspected and so the device was explanted and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
Correction: this supplemental report is to correct the follow-up report device analysis to report the notice date was (B)(4), 2018 and subsection should have indicated "yes", the device was analyzed.